Manufacturer narrative:
There was no device malfunction. The cycler was received for evaluation and successfully passed testing. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).

Event description:
A report was received on 30 jan 2024 from the nurse of a 57 year old male patient approved for performing solo hemodialysis, with a medical history including hypotension, hypertension, human immunodeficiency virus and end stage renal disease, who stated the patient expired during a home hemodialysis treatment on (B)(6) 2024. Additional information was received on 02 feb 2024 from the home therapy nurse (htn) who stated the patient was found unconscious on the floor surrounded by an unspecified amount of blood. Per the htn, the event was not related to the device and the cause of death was cardiac arrest.